Manufacturer narrative:
During investigation for an unrelated problem a reportable malfunction was found. The monitor was unable to power up due to a shorted u1003 pld processor on the computer/analog board. The root cause for the shorted u1003 pld processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.